Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-16028 et tube, sher-I-bronch, ls, 28 fr for investigation. The sample was returned without its original packaging. The sample was examined with and without magnification. Upon visual examination, black spots were observed on the bronchial inflation line. It appears that the black spots are ink stains. A device history record review was performed and no relevant findings were identified. Based on the visual exam, the reported complaint was confirmed. Black spots were observed on the bronchial inflation line. It appears that the black spots are ink stains. A non-conformance has been opened to further investigate this issue. The root cause of this complaint is manufacturing related.

Event description:
It was reported that "the doctor found a black foreign material in the tube during clinical check before using on patient and replaced a new one, no impact on the operation". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found a black foreign material in the tube during clinical check before using on patient and replaced a new one, no impact on the operation". No patient involvement reported.